Manufacturer narrative:
Block e1: initial reporter address 1 (B)(6). Block e1: initial reporter city (B)(6). Block h6: problem code 1437 captures the reportable event of fiber body and connector overheats. Problem code 2976 captures the reportable event of fiber tip/face compromised. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: block b5 (describe event or problem) has been corrected. Block h10 (h6 statements) has been corrected.

Event description:
Note: this report pertains to the three of three devices that were used in the same procedure. It was reported to boston scientific corporation on october 16, 2019 that three accutrac laser fibers were used during a holmium laser lithotripsy with ureteroscope procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the laser fiber had no indication light, the fiber body and connector became hot, and black spots were noted on the fiber face. A second and a third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user. The procedure was completed with a fourth accutrac laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was stable.

Event description:
Note: this report pertains to the three of three devices that were used in the same procedure. It was reported to boston scientific corporation on october 16, 2019 that three accutrac laser fibers were used during a holmium laser lithotripsy with ureteroscope procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that the laser fiber had no indication light, the fiber body and connector became hot, and black spots were noted on the fiber face. A second and a third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user. The procedure was completed with a fourth accutrac laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was stable.

Manufacturer narrative:
Initial reporter name and address: (B)(6). Problem code 1437 captures the reportable event of fiber body and connector overheats. Problem code 2976 captures the reportable event of fiber tip/face compromised. One accutrac laser fiber was returned in one piece. The fiber measured approximately 318.7 cm from the top of the connector and includes the entire distal tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Examination under magnification confirms that the tip was unused. Functional analysis revealed that when the fiber was connected to the laser console, the "attach fiber" message disappeared indicating that the fiber was recognized by the console. The aiming beam exiting the tip was bright red and round. The condition of the returned device does not confirm the reported event. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected which indicates that the device complaint or problem cannot be confirmed. A DHR (device history record) review was performed and the device met all manufacturing specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the three of three devices that were used in the same procedure. It was reported to boston scientific corporation on october 16, 2019 that an accutrac laser fiber was used during a holmium laser lithotripsy with ureteroscope procedure performed on (B)(6) 2019 according to the complainant, during the procedure, it was noted that the laser fiber has no indication light and the connection part was hot. A second and a third of the same device were used and the same issue occurred. Reportedly, there was no burn injury to the user. The procedure was completed with a fourth accutrac laser fiber. There was no serious injury nor adverse patient effects reported as a result of this event. There were no patient complications and the patient's was condition was stable.